Manufacturer narrative:
A partial lead measuring 21.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's device transmissions revealed increased capture thresholds on the left ventricular lead. The patient reported feeling shortness of breath as a result. The lead was explanted and replaced. The patient's condition was stable after the procedure and was noted to be discharged in good condition.